Event description:
It was reported that the handpiece gave unkown error codes during a gastric bypass. The handpiece was replaced to solve the problem with no patient consequence. There was no further information available. The device will be returned.